Event description:
The iab was inserted into the pt on 1/2/98 at 9:00 a.m. And removed on 1/5/98 at 5:00 a.m. The iab did not malfunction. The pt had major ischemia, a vascular surgeon was consulted and removal of the iab and surgery was required. The pt had a thrombosis and a thrombolectomy was performed. The pt went on to expire on 1/6/98 at 5:30 p.m. The contact stated that the death was not a direct consequence of the iab or iab therapy. Event complications: major ischemia/thrombosis/surgery required-rpt'd 1/28/98. Pt's current status: expired-1/28/98.